Event description:
It was reported that "the coating of the guidewire was coming off" when it was removed from the patient's body. There was no clinical consequence to the patient due to this event.

Event description:
It was reported that "the coating of the guidewire was coming off" when it was removed from the patient's body. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Additional mfg narrative: the subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on an image received of the subject device, the coating appeared to be ptfe (polytetrafluoroethylene) coating. A definitive cause could not be determined following review and analysis of available information.

Manufacturer narrative:
Subject device is not available.